Event description:
It was reported through a journal article that two patients who underwent revision developed tibial or femoral stem tip pain postoperatively. Their symptoms resolved with the use of a bone stimulator, and the devices remained implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, femoral stem, unknown lot. Unknown, tibial component, unknown lot. Unknown, femoral component, unknown lot. G2: foreign - event occurred in canada. G2: literature - lex j, entezari b, backstein d ... Reliable outcomes provided by a rotating hinge knee arthroplasty for patients who have moderate-to-severe arthrofibrosis, the journal of arthroplasty, 2025; 41, 862-868, https://doi.org/10.1016/j.arth.2025.07.041 h6: proposed component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.